Event description:
It was reported to philips the device ECG measurement panel was worn. There was no patient involvement. A philips field service engineer (fse) evaluated the device. The reported issue was confirmed and traced to a faulty ECG measurement panel (block connector). The fse replaced the ECG measurement panel (block connector). The device passed all performance assurance tests and was placed back into use with the customer.